Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there had been a previous concern for pump thrombosis on (B)(6) 2017 that had not been reported. On that same day, the patient had an elevated lactate dehydrogenase (ldh) of 1228 u/l and the patient was admitted and was put on a heparin drip, was later switched to argatroban drip and also started on dipyridamole. An echocardiogram revealed that the patient had decreased lv unloading and speed was increased. A ramp study was performed and results were not reported. On (B)(6) 2017, the patient received an echocardiogram and the ramp study was negative, but av was opening with every beat when it was previously closed. Lactate dehydrogenase level remains stable. Ldh lab values reported as 1228 u/l, 244 u/l, 348 u/l, 266 u/l, 381 u/l and 247 u/l. The patient was stable as an outpatient and is currently on aspirin 325 mg, dipyridamole 75 mg tid and coumadin with a higher inr goal of 2.5-3. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.